Manufacturer narrative:
A picture was provided by the complaint site and is a photograph taken following the procedure. It shows the ¿string-like¿ piece of material that came out with the esheath. The sheath was returned after being used in the procedure along with the ¿string-like material¿. The returned device was inspected under pre- and post-decontamination conditions. The following were observed: observations made on the esheath: sheath fully expanded normally slight compression observed near distal tip deep scratches observed along sheath shaft. One scratch extends approximately 12¿, beginning approximately 0.5" from the distal tip and extending approximately 1.5" on the distal strain relief device was cross sectioned and inspected for damages and no internal damages were observed observations made on the strands: two strands were returned. They appear braided and gray (figure 8), and appear to have serrations on one side one strand approx 50mm in length in unstretched form one strand approx 20mm in length in unstretched form due to the condition of the returned device (liner fully expanded), no functional testing could be performed. In order to determine the material source of the strands, ftir analysis was performed on them. Based on the length and appearance of the strands, as well as the deep scratches along the sheath shaft, it was hypothesized that strands had been sheared off of the hdpe portion of the sheath shaft during the procedure. The ftir analysis was therefore performed on three samples: once on each of the strands, and once on a control sample. The control sample was sheared off of a separate esheath device to determine if the chemical properties of the strand material matched that of the hdpe portion of the esheath. The ir spectrum of each of the samples showed similar absorption characteristics when compared to a polyethylene-like material. Due to the nature of the complaint (¿sheath shaft ¿ damaged¿), no relevant dimensional analysis was able to be performed. Imagery was provided by the complaint site and shows the anatomy of the patient¿s access vessels. The image shows that tortuosity and calcification were present in the vessels. A review of complaint data for august 2017 revealed that the complaint rate did not exceeded the control limit for the applicable complaint trend category (¿damaged¿). A device history review (DHR) was performed and did not reveal any manufacturing related issues that could have contributed to this complaint. Review of lot history revealed no other complaints for ¿sheath shaft ¿ damaged¿. No instructions for use (IFU) or training manual deficiencies were identified. The inspections during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿sheath shaft ¿ damaged¿ was confirmed through visual inspection of the returned device during engineering evaluation. Deep scratches were noted on the device, and the two strands accompanying the esheath were confirmed to be of a material similar to the hdpe material on the sheath shaft. No manufacturing non-conformance's were identified on the returned device, and a review of the DHR, lot history, and complaint history did not reveal any indication that a manufacturing nonconformance contributed to the reported event. A review of manufacturing mitigation's supports that the esheath has proper inspections in place to detect damage on the sheath shaft and strain relief. Further, a review of the IFU and training manual revealed no deficiencies. Per the IFU, caution should be used in tortuous or calcified vessels that would prevent safe entry of the introducer set. Sharp, jagged pieces of calcification can cause deep scratches along the length of the shaft, and can similarly damage the other components of the sheath. The IFU also stresses caution when puncturing, suturing, or incising tissue near the sheath so as to avoid damage to the device. Sharp objects can similarly damage the esheath by causing scratches and tears. Results of the ftir analysis indicate that the ¿strands¿ removed from the patient along with the sheath are likely pieces of the hdpe, such as the material that makes up the outer layer of the sheath shaft. It is likely that the sheath was exposed to some sharp object during the procedure, which caused small strands of the outer hdpe layer to be scratched off. The sharp object could have been a piece of calcification, or a tool used during the cutdown, such as a scalpel. There was calcification present in the patient¿s vessels, and the complaint description indicates that a cutdown was performed. Available information therefore suggests that patient/procedural factors contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The complaint for ¿sheath shaft ¿ damaged¿ was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient/procedural factors, such as a jagged piece of calcification or a sharp surgical tool, may have caused the strands to be scratched off of, and separated from, the outer layer of the sheath shaft. No labeling or IFU inadequacies have been identified. As such, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(4).the device was returned for evaluation. Investigation is underway.

Event description:
As reported by a field clinical specialist, upon removing esheath from patient, a detached ¿string like¿ piece of sheath material came out with the esheath. The were no issues with inserting the esheath, no issues with inserting the delivery system through esheath, and no issues with removing the delivery system through the esheath. It is to be noted this facility is still 'somewhat' new and that is why they are doing cutdowns as part of the procedure. There were no other patient injuries. The implantation of the valve was successful.